Event description:
During total hip arthroplasty, the acetabular inserter, device used to put the pelvic portion of the prosthesis in place, would not separate from the prosthesis. The hip part of the prosthesis had to be removed from the pt without insertion. After which the surgeon was able to remove the inserter and obtain a new one. The hip portion of the prosthesis was properly placed, post op eval of the failed device revealed a missing/broken pin. X-rays revealed that this pin is still in the pt but is in a part of the soft tissue that would make it hard to find. Since the pin was sterile, is not in a spot that would impact function of the hip and would be almost impossible to find in the soft tissue the pin was left in.